Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - after an implantation time of about 26 months, a suspected lead fracture was reported by the physician. However, all measurement values were normal. The lead was explanted. There were no adverse pt effects reported.